Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient. The baseline gender/age characteristics is female/37 years old. Post-procedure, the leadless pacemaker showed elective replacement indicator (eri) despite being implanted a month prior. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: transient stunning of leadless pacemaker diagnostic function following pulse field ablation for atrial arrhythmia circulation: journal of the american college of cardiology. 2026; v o l . 8 7 , n o . 1 3 , s u p p l a , poster 26-ccc-11805-acc medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a case study presented as an abstract for a poster session. The patient was a 37-year old female with ehlers-danlos syndrome, inappropriate sinus tachycardia (ist) status post hybrid ablation, sinus node dysfunction with syncope status post leadless pacemaker. She presented with recurrent symptomatic tachycardia, bradycardia, and syncope. The electrophysiology (ep) study showed cavotricuspid isthmus dependent atrial flutter and focal sinus node activity. A cardiac ablation procedure was performed with a sphere 9 catheter and pulse field energy. Post-procedure, the leadless pacemaker showed elective replacement indicator (eri) despite being implanted a month prior. The diagnostic dysfunction persisted for 24 hours through discharge. At the day 4 follow-up visit, there was complete recovery of device diagnostics and 6.5 years battery longevity remained. The status of the device is unknown. No patient complications have been reported as a result of this event.